Manufacturer narrative:
The reported event of failure to capture was confirmed, but the reported event of fracture was not confirmed. The distal portion of a partial lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion at 4.6cm to 6.0cm from the distal tip, breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported event of failure to capture was due exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart. Electrical testing was normal with no other anomalies found.

Event description:
New information received notes that the right atrial lead also exhibited failure to capture.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited unattainable capture threshold. It was suspected that the ra lead was fractured. The ra lead was explanted and replaced. Patient condition was stable.